Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 6-jan-2017: ptc investigation result company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding (seen as genital bleeding). A hysterectomy was performed to remove micro-inserts around 9 years after insertion. The event is serious due to medical significance and anticipated in the reference safety information for essure. Abnormal genital bleeding and menses pattern changes may occur after essure insertion, due to the nature of this serious event, heavy bleeding was considered related to essure. This case was regarded as incident since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (serious criteria medically significant and clinically significant/intervention required), menorrhagia ("prolonged periods"), pelvic pain ("pain"), fatigue ("chronic fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the genital haemorrhage, menorrhagia, pelvic pain, fatigue and alopecia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain, fatigue and alopecia to be related to essure. Most recent follow-up information incorporated above includes: on 6-dec-2016: after internal review the ccc was amended. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding (seen as genital bleeding). A hysterectomy was performed to remove micro-inserts around 9 years after insertion. The event is serious due to medical significance and anticipated in the reference safety information for essure. Abnormal genital bleeding and menses pattern changes may occur after essure insertion, due to the nature of this serious event, heavy bleeding was considered related to essure. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 625846-invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included inflammation, squamous cell metaplasia and sjoegren's syndrome. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged periods"), pelvic pain ("pain"), fatigue ("chronic fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, menorrhagia, pelvic pain, fatigue and alopecia outcome was unknown. The reporter considered alopecia, fatigue, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: there were no trailing coils on the left side and there were two trailing coils on the right side most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 625846) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included inflammation nos, metaplasia and sjoegren's syndrome. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged periods"), pelvic pain ("pain"), fatigue ("chronic fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy, essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, menorrhagia, pelvic pain, fatigue and alopecia outcome was unknown. The reporter considered alopecia, fatigue, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: there were no trailing coils on the left side and there were two trailing coils on the right side. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received, lot number added, concomitant condition added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.